Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The sram card was replaced and the data was backed up. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system would display an error message after being turned on. No pt injury was reported.